Event description:
It was reported that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was consulted and upon review of the data found low amplitudes with poor ratios leading to oversensing and high averaged heart rate. It was further noted that the delivered shock impedance increased over the last two years to 100 ohms. The patient's heart rate at onset and after shock were noted to be similar. R wave variability was noted, with some baseline noise that was thought to be potentially related to posture and motion. Ts suggested further in clinic evaluation. The patient was brought in for evaluation and it was noted they were laying on the beach at the time of the episode. The patient noted weight fluctuations since implant, but the patient is now back at the weight at implant. Testing in each configuration was performed and x-rays were taken. R wave changes were reproducible in the current programmed sensing vector, but the device appropriately sensed. Ts reviewed the data and noted that posture variation may have impacted r wave amplitude and that due to the x-rays showing appropriate system placement the reduction may be more related to patient condition versus system placement. Ts recommended reviewing the other sensing vectors for programming consideration. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that at the last in office interrogation the sensing vector was reprogrammed. Ts further reviewed the data and determined there is appropriate sensing in that vector. Ts further discussed low amplitude baseline noise that is not being detected in the current programmed vector which is thought to be related to myopotential activity with manipulation. Ts suggested continuing to evaluate sensing during in office interrogations and through the remote home monitoring system. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was consulted and upon review of the data found low amplitudes with poor ratios leading to oversensing and high averaged heart rate. It was further noted that the delivered shock impedance increased over the last two years to 100 ohms. The patient's heart rate at onset and after shock were noted to be similar. R wave variability was noted, with some baseline noise that was thought to be potentially related to posture and motion. Ts suggested further in clinic evaluation. The patient was brought in for evaluation and it was noted they were laying on the beach at the time of the episode. The patient noted weight fluctuations since implant, but the patient is now back at the weight at implant. Testing in each configuration was performed and x-rays were taken. R wave changes were reproducible in the current programmed sensing vector, but the device appropriately sensed. Ts reviewed the data and noted that posture variation may have impacted r wave amplitude and that due to the x-rays showing appropriate system placement the reduction may be more related to patient condition versus system placement. Ts recommended reviewing the other sensing vectors for programming consideration. The s-ICD remains in service and no adverse patient effects were reported.